Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed the hemostatic valve broken/cracked. The valve part was damaged when inserting the catheter. The issue was resolved by replacing the vizigo sheath to another one. The procedure was completed without any problems and without patient consequence. Additional information was received on 24-jul-2025. The section where the issue was observed was the hemostatic valve. This part was broken/cracked. The sheath was being used on the patient. No air entered the patient¿s body. No blood return was observed. No needle was involved in the alleged event. This event was originally considered non-reportable, however, bwi became aware on 24-jul-2025 of that the hemostatic valve was broken/cracked and have reassessed the event as reportable. The awareness date for this record is 24-jul-2025.

Manufacturer narrative:
Additional information was received on 09-oct-2025 which indicated that the device is not available for return. Therefore, the investigation was completed on 10-oct-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the 60000505 finished device, and no internal action related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).